Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up successfully. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found software issue. The fse found that the customer tried reloading the software previously which resolved the issue, but the customer found that during the software upgrade, the customer observed that the progress bar remained stuck at 100%. To resolve the issue, fse restored the relevant databases and backups. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.